Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that insulin pump had frozen display even after changing batteries. Customer reports the screen is not completely blank. Pump screen did not turn off. Customer advised to discontinue use of pump and revert to backup plan as per hcp¿s instructions. Customer¿s blood glucose was unknown at time of incident. Insulin pump will not be return for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit powered up properly after the battery was installed. No frozen screen noted during testing.